Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer's blood glucose reading was 191 mg/dl. Customer declined to troubleshoot for the no delivery alert. Customer reports the alarm was resolved by a complete set change. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.